Manufacturer narrative:
To be continued: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use 3-lumen sphincterotome v cutting wire of kd-v411m-0725 broke while the physician cut. The issue occurred during a therapeutic endoscopic sphincterotomy, and was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: b5, d8, h2, h3, h6 corrected information in d7a this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device did not protrude far enough from the endoscope, allowing the cutting wire and endoscope to be too close together. Upon activation of the output, an electrical discharge occurred between the cutting wire and the distal end of the endoscope, causing the cutting wire to heat up and break. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.